Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the lip ring was chipped and it starting to came off and the piece of plastic was missing and damage to the drive support cap. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. The device will be returned for analysis.